Event description:
It was reported to gore that on or about (B)(6) 2003, a pt underwent a procedure for the treatment of symptomatic pelvic prolapse where a gore mesh device was allegedly used. The pt alleges to suffer infection, chronic pain and dyspareunia as an alleged result of device erosion, device extrusion and numerous surgical procedures to remove the mesh device. Additional event specific information has not been provided.